Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a detached or missing sensor wire. Sensor was inserted at the abdomen on (B)(6) 2015. Patient's mother reported that the sensor pod fell out over night while the patient was sleeping. No additional event or patient information is available.